Event description:
The dentist reported a fractured screw; and was able to remove the broken portion from inside the implant.

Manufacturer narrative:
Visual inspection reveals that the screw has been in use and is fractured at approximately the first thread. The fractured end portion of the screw has not been returned. The screw appears to have the gold-tite coating removed. The screw hex drive featured appears to be in working condition. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.(B)(4)